Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms despite changing out all supplies multiple times. The customer's blood glucose (bg) level was over 400 (mg/dl) with ketones. A correction bolus via the pump and insulin pens were used to address bg level. Reportedly, the customer was able to change out the infusion set and resume insulin.